Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the device's therapy pcb assembly to resolve the reported issue. Physio then completed other, unrelated, repairs, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
While evaluating the customer's device for a non-critical issue, physio-control observed that the unit would only charge intermittently. As a result, the device may not be able to defibrillate, if it were necessary. There was no patient use associated with the reported event.